Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to insert the screw into the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned device revealed damages. A 6.5mm self tapping bone screw was returned. The head of the screw exhibited marks that indicated the screw came in contact with the screw hole of the acetabular shell. Dimensional readings are conforming to print specifications. DHR was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.